Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during patient care, a crack was found by the battery well of the autopulse platform. Customer placed the battery into the platform and noticed that it would not stay connected to the unit and kept falling out. Customer reverted to manual CPR. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform revealed that the top cover, battery compartment, motor cover, and the encoder cover were damaged. In addition, it was observed that the load plate cover was torn, the head restraint brackets were cracked, and the patient restraint pin and the battery partition cover were missing. The physical damages found during visual inspection confirmed the reported complaint of a crack found by the battery well of the autopulse platform. The damages appear to have been caused by normal wear and tear (autopulse manufactured in september of 2004). A review of the archive was performed and revealed that no sessions occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported complaint that batteries would not stay connected to the unit and kept falling out was confirmed. Based on the investigation, the parts that were identified for replacement are the top cover, battery compartment, motor cover, encoder cover, head restraint brackets, battery partition cover, and patient restraint pin and load plate cover. In summary, the reported complaint that the platform was cracked right by the battery well was confirmed during visual inspection. The damage was found to be due to normal wear and tear. The reported complaint that batteries would not stay connected to the unit and kept falling out was confirmed during functional testing. This fault was found to be due to the damaged battery well. Upon replacement of the battery compartment and all other damaged parts, the platform passed all testing criteria.